Manufacturer narrative:
No holsters received with unit. Button error alarmed after boot up and intermittent button response on the act button due to corroded keypad traces noted. Minor scratches on lcd window, cracked case at lcd window corner, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 130 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.